Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes section d9: returned to manufacturer on: sep 2, 2025 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection revealed that the lens was cut in half with one haptic detached and missing, and coated in viscoelastic residue. The lens was cleaned and no further issues were identified. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that a preloaded multifocal intraocular lens (iol) was explanted from a patient's left eye due to patient experiencing fluctuating vision while driving, halos at all times of day/night and too blurry near vision. It was noted that the device did not cause or contribute to the event. Refractions after cataract surgery were pre-operative: 20/40 and post-operative: -0.25-0.50x060. The replacement lens was a non-johnson & johnson light adjustable lens. It was indicated that lasik was done before explant in an attempt to keep the original implanted lens. There were no other surgical interventions, no medication outside the standard of care and no patient injury reported. The patient outcome status is good and patient is still in post-operative care. No further information was provided. The patient underwent bilateral lens implantation. This emdr report pertains to the left eye, and a separate report will be submitted for the right eye.

Manufacturer narrative:
Section a4, a5 and a6: unknown, information was requested but not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information, a supplemental medwatch will be filed. Section h6: health effect - impact code: 4625 - secondary surgical intervention (lasik) section h6: health effect - clinical code: 2137 - poor near vision; 2137 - visual acuity fluctuations. An attempt has been made to obtain missing information; however, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.